Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited "error 1871". No patient injury reported.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "1871 error code" messages. To further investigate, a functional test was performed. Customer problem was duplicated. Motor locks were found out no rotation during the investigation, which causes the issue. The motor will be replaced.